Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had part of the tampon stuck in the vagina [foreign body in reproductive tract]. Part of the tampon (stuck in vagina) [device breakage]. Consumer sent e-mail stating part of the tampon was stuck in her vagina. No serious injury was reported.